Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient presented with excessive inflammation, in the left eye, on postop day one following uncomplicated cataract surgery. The patient was referred to a retinal specialist, who performed vitreous tap and an injection of antibiotic. The patient's vision rapidly improved and comfort was experienced. The patient is currently using a steroid, antibiotic, and nsaid eye drops four times a day.